Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to repair small bowel obstruction and "ventral hernia mesh." It is unclear what repair "ventral hernia mesh" means (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). The patient's attorney did not allege a specific device failure and no medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, reference number 0010303, was implanted to repair the hernia defect. On (B)(6) 2009: the patient underwent an additional surgery to repair small bowel obstruction and "ventral hernia mesh." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to repair small bowel obstruction and "ventral hernia mesh." It is unclear what repair "ventral hernia mesh" means (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). The patient's attorney did not allege a specific device failure and no medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 11 months post implant of ventralex mesh, patient was diagnosed with adhesions, bowel obstruction and hernia recurrence thereby underwent open repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, reference number 0010303, was implanted to repair the hernia defect. (B)(6) 2009: the patient underwent an additional surgery to repair small bowel obstruction and "ventral hernia mesh." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was dissected off, underlying tissue was freed of fibrofatty tissue and adhesions. A large ventralex mesh was then soaked with kefzol irrigation, placed into the defect and sutured circumferentially.¿ (B)(6) 2009 - patient was diagnosed with partial small bowel obstruction thereby underwent laparoscopy converted to open repair with the explant of ventralex mesh. Per operative notes, ¿dense adhesions around the small bowel were identified in the anterior abdominal wall with dilated loops of bowel consistent with obstruction. Fascial defect was freed and old mesh was dissected from its attachments and removed. A segment of small bowel resected and then released. A biosynthetic mesh was placed on top of the hernia repair and secured the fascia using sutures circumferentially.¿ attorney alleges that the patient had bowel obstruction, infection, pain, hernia recurrence and emotional injuries. It is also alleged that the patient had continued bowel blockages, no longer have a navel and underwent mesh excision surgery.